Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed thrombosis. (B)(6) was returned assembled with the pump cable severed approximately 8.5¿ from the pump housing. The distal end of the pump cable and modular cable were not returned. The sealed outflow graft and bend relief were not returned. The apical cuff was not returned. Upon disassembly of the returned pump, visual inspection of the distal end of the inflow cannula revealed a deposition that appeared to have developed over an undetermined period of time during support. The deposition could have contributed to the reported low flows and increased filling pressure of both ventricles. The remaining blood-contacting surfaces were free from any adhered depositions or thrombus formations. The sequence of events captured in the retrieved log files is also consistent with the deposition found in the device, occluding a portion of the blood pathway. Mlp-027211 was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that there were no changes to patient condition or anticoagulation status that may have contributed. There were also no changes to pump parameters. A computed tomography (CT) scan was performed. Symptoms of thrombus included low flows and hemodynamic findings revealed severely increased filling pressure of both ventricles. The patient was currently stable as an inpatient.

Event description:
It was reported that the pump was exchanged due to thrombus.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.